Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician believed the implantable pulse generator (ipg) had a problem with ventricular capture management. The capture management test failure caused high ventricular output and premature battery depletion. The ipg was reprogrammed. No patient complications have been reported as a result of this event.